Event description:
A physician has had seven occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. The particular pt had a phaco cataract extraction, 1999. The pt subsequently developed what the surgeon describes as an intraocular infection perhaps within 4-5 days post op; no secondary surgery was necessary; the pt's va was 20/20. The surgeon does not believe these reactions are lens related.